Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was excessive glue residue on the probe.

Manufacturer narrative:
Alleged failure: the glue is flaking off of the insulator. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be excessive force was applied during used. The unit could have been scrapped with another hard object or device during surgery, or when inserting or removing the probe into an obstructed passageway, which could cause the insulation damage. The unit used as a tool for mechanical displacement of tissue. In addition, a CAPA was generated in order to complete an investigation and implement corrective and preventive actions accordingly. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was excessive glue residue on the probe.